Event description:
A pt reported blood glucose results of 19 mg/dl, 19 mg/dl, 178 mg/dl, 19 mg/dl, 19 mg/dl and 175 mg/dl with a lifescan meter, performed within 11 minutes of each other. Based on statistical methodology, the calcuated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.